Manufacturer narrative:
Concomitant medical products: product ID neu_wrench_acc, product type: accessory. Analysis of the ins ((B)(4)), found the ins setscrew was backed out too far. A known good lead was attached to the returned ins, the ins and the distal end of the lead were placed in a 0.9% saline solution. Using an 8840 programmer, impedances were measured. Normal impedance were measured on all circuits and electrode pair combinations.

Event description:
Information was received from a manufacturing representative (rep) via a healthcare professional (hcp) regarding a patient who was implanted with a neurostimulator. It was reported that there was a faulty battery. They could not pass an impedance check after numerous attempts. There was no fluid inside the battery. The c-arm was turned off and backed away from the battery. They switched to a different battery and that battery completed an impedance check on the first try. The issue was resolved at the time of the report. No surgical intervention occurred and none was planned. The battery was returned to the manufacturer for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.